Manufacturer narrative:
Conclusion - evaluation of the returned device found the unit will send a signal to activate the red led at the nurse call test fixture while removing weight from the sensor pad. However, the unit continued to send a signal to activate the red led at the nurse call test fixture when weight was applied on the sensor pad. A continuous signal would be a nuisance to the user because the alarm would always send an alert to the nurse's station. The serial number reveals the device is approximately 48 month old, therefore it is likely that wear and tear may have contributed to the malfunction of the unit continuously sending a signal to nurse's station. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the chair alarm was ringing, but alarm was not calling the desk. Patient had fallen to the floor. The chair alarm was properly plugged in. It was on and had no delay. Chair alarm did not ring at the desk.